Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor needle was stuck inside the insertion site. Customer reported it was hard to remove. Customer reported the introducer needle was no longer in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.